Event description:
Screw removal due to irritation.

Manufacturer narrative:
Patient had a plate installed on (B)(6) 2010. (B)(6) post-op patient developed irritation at the surgical site due to a screw back out. On (B)(6) 2010 the screw was explanted. Results - none. Conclusions - no conclusion can be drawn.